Manufacturer narrative:
Pump received with a35 alarm during rewind due to motor encoder signal out of phase. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motion sensor test failure alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motion sensor test failure. The customer's blood glucose level was unknown. Troubleshoot was conducted and device continued to alarm. The customer was advised the pump would be replaced and returned for analysis.